Event description:
It was reported was that the subject device had blurred image. The issue was found during maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility name and address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flicker and cable failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction was probably caused by failure of electrical or electronic component. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.